Manufacturer narrative:
The repeat troponin t values of 3.1 pg/ml, < 3 pg/ml, and 3.6 pg/ml were measured on a second e801 analyzer. The serial number of this second e801 analyzer was requested, but not provided. Calibration and controls were acceptable. A general reagent issue can be ruled out. A picture of the sample showed a certain degree of hemolysis. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the (B)(4) analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 135 pg/ml. A second sample collected from the patient resulted in a troponin t value of 3 pg/ml, so the first sample was then repeated. The first sample was repeated four times, resulting in troponin t values of 3.1 pg/ml, < 3 pg/ml, 3.3 pg/ml, and 3.6 pg/ml.

Manufacturer narrative:
The customer provided data for a second patient sample with discrepant results for elecsys troponin t hs. The date this sample was tested is unknown. This second sample initially resulted in a troponin t value of 14.1 ng/l and it repeated as 9.8 ng/l. The sample was repeated a second time, resulting in a troponin t value of either 10 ng/l or 11 ng/l. A specific value could not be provided for the second repeat value. The investigation could not identify a product problem. The cause of the event could not be determined.